Event description:
It was reported that the customer experienced intermittent occlusion alarms from (B)(6) 2024. The customer¿s blood glucose (bg) level was "high"; although specific value was not provided. The customer delivered a correction injection to address elevated bg levels. Reportedly, the customer had been using cold insulin within the pump supplies. The customer changed cartridge and infusion set to address the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s instructions for use: insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump.